Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging all wires in the cable. Additionally, the rear therapy electrode cable and interconnect was severed and missing. The root cause for the strained cable and missing cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt failed incoming testing.